Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen graph was missing data points. Customer reported graph was able to correct itself and data points were visible. No additional patient or event information was available. A root cause could not be determined.